Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01936; 2938836-2020-01938. It was reported that when the patient presented for follow-up in clinic, positive blood cultures and infection incision were noted. The system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.